Event description:
It was initially reported that the patient's device had a low battery. A longevity calculation was performed to estimate device battery life. The patient had program at 10v/330pw/55hz, one anode and cathode, with cycling of 3 seconds on and 2 second off. Impedance showed greater than 800 ohms. Subsequent information received reported that the cause of the event was battery failure. Impedance measurements were noted as follows: "impedance 667ohms on (B)(6) 2012; next eval (B)(6) 2012 showed greater than 800 ohms with "low" battery." There was a surgical intervention wherein the device was explanted and replaced. It was noted that the event was due to premature battery depletion. The patient's symptoms were noted as a recurrence of gastroparesis symptoms, including bloating and reflux. The patient did not require hospitalization. No patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).